Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead experienced high thresholds and occasional loss of capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.